Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Product performance issue was noted the lead. The physician elected to explant and replace the lead. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153387.